Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. During a lead revision procedure; the physician discovered that the proximal end of the lead was bent and the wires exposed. The physician replaced the lead and the patient was reportedly doing fine.

Manufacturer narrative:
A returned product analysis indicated that thelead passed visual and x-ray inspection. The lead is intact and no parts of it are missing. Device exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. During a lead revision procedure; the physician discovered that the proximal end of the lead was bent and the wires exposed. The physician replaced the lead and the patient was reportedly doing fine.